Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. Upon passing the needle through thicker tissue, the needle dropped and bent. The suture was still attached to the needle, so they cut the suture from the device and pulled the suture and needle through the trocar. A new handle and reload were used. The current patient status is fine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. No needle was returned with the instruments. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection for both instruments. No sheering was observed on the toggle switches when observed using microscopic inspection for both instruments. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.